Event description:
It was reported the patient had not charged her ipg for some time. The sjm representative met with the patient and determined replacement external devices would not communicate with the ipg. The next course of action was undetermined.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.